Manufacturer narrative:
Report required by FDA for eua. Eua #203011. Relates to mw5104498.

Manufacturer narrative:
Report required by FDA for eua. Eua #203011. Investigation not complete at time of report. Follow-up report to follow completion of investigation.

Event description:
False-postive test. Follow-up testing had occured and a negative result was recieved but the details on the test was not provided.